Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed the device had been reprocessed using a non-olympus automated endoscope reprocessor (aer). The model name of aer is unknown. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa k.g (oekg). Oekg sent the device to a third party laboratory for microbiological testing. The additional microbiological testing indicated no microbial growth for the distal end, the instrument and the air/water channels of the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the subject device tested positive for microbes as follows: suction channel: >300 cfu/40ml (serratia marcescens), air/water channel: 14 cfu/40ml (serratia marcescens), instrument channel: >300 cfu/40ml (serratia marcescens). There was no report of infection associated with this report.